Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received shocks for true ventricular arrhythmia and presented to clinic. The patient left the clinic after device check. The patient presented via remote transmission on another day, few non-sustained ventricular oversensing episodes due to myopotential oversensing were noted. The patient was brought into clinic for further testing. Upon interrogation, there were no new stored episodes of oversensing noted. Noise was unable to be reproduced during in clinic testing with isometrics. No intervention was performed, and the device remains implanted. The patient was stable throughout and will continue to be monitored.